Event description:
During baxter's functionality testing it was found that a spectrum pump failed to alarm, resulting in an undetected downstream occlusion. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). During baxter's evaluation, the device was found out of specification with respect to the undetected downstream occlusion alarm, which was not reproduced. The downstream sensor was determined to be failing and the cause and was replaced.